Event description:
It was reported that the deep brain stimulator patient experienced drainage from the right burr cap incision site. It was assessed that the incision did not heal properly. The patient underwent an irrigation and debridement procedure, and stayed in the hospital for one day for observation. A culture was taken and the results confirmed skin flora. The patient was administered oral antibiotics, and was doing well following the procedure.